Event description:
Customer reported that the needle tip broke off during c-section closure. X-rays were taken; no foreign body was identified.

Manufacturer narrative:
Result: the actual used device was returned for evaluation. A visual inspection of the sample using a scanning electron microscope (sem) revealed scuff marks and indents on the needle and around the break area produced during handling by the surgical needle holders or some other gripping devise. The needle fractured in a ductile manner due to tensile overload generated during severe mechanical deformation. Conclusion: user error caused event. In order to avoid this type of damage, and subsequent breakage, ethicon recommends that the needle only be grasped in an area one-third to one-half of the distance from the swaged end to the point. Result: the returned rep samples of the manufacturing batch were tinius-olsen tested for needle strength and ductility. The results indicate that the strength and ductility of these needles were within established usp guidelines and ethicon specifications for this product. Conclusion: product met specifications.